Event description:
It was reported that when the peel away sheath and diltor were being inserted over the guidewire the distal end of the peel away sheath started to buckle and peel back from the dilator. Three of the dilators malfunctioned the same way resulting in a prolonged procedure and approximately 250cc blood loss.